Manufacturer narrative:
(B)(4).

Event description:
It was reported that low group impedances were measured. Also, the pt was charging more than expected. The pt was reprogrammed to a program with no short indicated on the group impedance. The system was functioning normally.